Event description:
Practice site: hospital, names of products: 50 and 100ml hospira addvantage bags. The 50ml and 100ml hospira addvantage bags are very similar in size and shape. We had a dispensing error where the diltiazem vial was attached to the 50ml addvantage bag instead of the 100ml bag.